Event description:
Treatment of an aneurysm. It was reported that the coil would not advance out of the catheter's tip during delivery and was found detached as it was taken out of the catheter.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The implant coil was returned for evaluation without the pusher assembly. The evaluation could not determine the cause of the event. (B)(4).